Event description:
The pt's implantable neurostimulator had poor coupling during charging. A charging episode of seven hours was followed the next day by the appearance of blistering of the skin on the legs and inner arm, but not at charging site. The blisters were "painful and sore and covered large areas." The pt stopped using her charger and it was replaced. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).